Manufacturer narrative:
F1905 and f1903 removed from h6. F26 added to h6. The investigation is still ongoing.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that the purge cassette was not recognized by the automated impella controller. The purge cassette was replaced to resolved the issue. No patient harm was reported.